Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump stopped working, and when she changed the battery the display went blank. The patient's blood glucose at the time of incident was 117 mg/dl. Troubleshooting was initiated for the blank display anomaly. The insulin pump appeared to be functional and undamaged, save for a ten-month-old crack on the reservoir, but the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.